Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to vibrate only and the snooze feature was set to 30 minutes. (Note that the urgent low alert will add sound if not acknowledged when set to vibrate.) Data investigation shows that at 12:32 am on (B)(6) 2025, the patient¿s estimated glucose values dropped below the user low alert threshold and the app delivered a low alert at partial volume with an egv of 60 mg/dl. At 12:37 am, the patient¿s egvs dropped below the urgent low alert threshold and the app delivered a vibratory urgent low alert with an egv of 53 mg/dl. The app continued to deliver vibratory urgent low alerts every five minutes until 12:57 am, at which point the urgent low alerts became audible and the app delivered an urgent low alert at half volume with an egv of low (less than 40 mg/dl). At 1:02 am, the app delivered an urgent low alert at full volume with an egv of low. The app continued to deliver urgent low alerts at full volume every five minutes until 2:37 am, at which point the alert was acknowledged. The patient¿s egvs remained below the urgent low alert threshold thereafter, and once the snooze period for the urgent low alert passed, the app again delivered a vibratory urgent low alert at 3:07 am with an egv of 53 mg/dl. The patient rose above the urgent low alert threshold at 3:12 am, and the app delivered a low alert at partial volume with an egv of 69 mg/dl. The patient¿s egvs crossed back into target range at 3:17 am with an egv of 92 mg/dl and continued to rise thereafter. The reported complaint is undetermined. Although data investigation found that the app submitted some urgent low alerts with no audio output, the initial glucose alert delivered at 12:32 am was accompanied by audio output, as were all of the alerts from 12:57 am up until the point that the alert was acknowledged at 2:37 am. The app delivered all intended alerts and functioned within specifications and patient settings. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient received a low alarm on their cgm and it displayed 53 mg/dl. The patient confirmed the alarm however the next alert from the cgm was not received until two and half hours later at 3:07 am and it was displaying 53 mg/dl. The patient was not sure if he missed another alert prior. The patient felt weak and fell down from their bed. The patient¿s wife assisted the patient and treated him with 2 glasses of juice. At the time of the report, the patient was in good condition. Data has been requested but is pending evaluation. A follow- up report will be submitted upon completion. No additional event or patient information is available.